Manufacturer narrative:
The complaint products were not received for analysis. Infection is a clinical event. The allegation that the screw covers came out of the tibial tray could not be confirmed, as there are no x-rays, photos and the devices were not returned for analysis. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any complaint reports from this tibial tray manufacturing lot of 5 pieces. Complaint data from 2014 through 2018 involving the reported failure for these families of devices was reviewed. The investigations have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing related. There were no user-related issues reported. The revision reported was likely the result of an excess of pressure during the curing of the cement at the time of initial implantation, which led to the screw covers disassociating from the tibial tray, and after years of implantation, the screw covers likely migrated into the joint space of the knee. Review of labeling states: device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Patients should be informed that their age, weight and activity level may affect the longevity of the implant. Patients should be advised to report any pain, decrease in range of motion, swelling, fever, or unusual sounds (e.g. Clicking) as this may indicate positional changes in the implant that could lead to premature failure. This device is used for treatment, not diagnosis.

Event description:
It was reported that a patient experienced a revision surgical procedure of a tibial insert. The patient had presented with a warm red knee. During the revision procedure, the surgeon made the incision and ventured in to the joint it was realized there was metal debris. Upon extracting the polyethylene insert, the surgeon was able to determine that the metal debris was most likely from the screw hole covers on the bottom of the trap tray. Three of the covers were missing from the trap tray. Two were found floating around in the joint, and one was lodged in the poly insert. The tibial insert was well fixed. The knee was washed out, debrided, and the surgeon replaced the liner with a new one, using the same size insert that was previously implanted. After the knee was put through a series of stability tests, the wound was closed and the patient left the room in stable condition. No additional information is provided. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00272.